Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead exhibited high pacing thresholds and intermittent loss of capture (loc). It was noted that the patient was bradycardic and later went into cardiac arrest requiring resuscitation. The device output settings were reprogrammed. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
There was information reported to suggest that the patient actually experienced cardiac arrest and required resuscitation. Those codes have been removed. The patient's death was due to patient condition and was deemed to be unrelated to the device.

Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead exhibited high pacing thresholds and intermittent loss of capture (loc). It was noted that the patient was bradycardic and later went into cardiac arrest requiring resuscitation. The device output settings were reprogrammed. At this time, the rv lead remains in service. No additional adverse patient effects were reported. According to additional information, the patient went bradycardic and passed away with an acute gastrointestinal bleed. There was no information reported regarding cardiac arrest and subsequent resuscitation. No additional adverse patient effects were reported.